Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 36 events were reported for this quarter. Product return status: 7 devices were received. 29 device investigation types have not yet been determined. Event confirmation status: 7 reported events were not confirmed. Evaluation results: 5 devices were found to be affected by corrosion. 2 devices were found to be affected by compromised lubrication. 36 devices were not labeled for single-use. 36 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 36 </noe> malfunction events in which the device reportedly overheated. 35 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient.

Event description:
This report summarizes 33 malfunction events in which the device reportedly overheated. 30 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. 33 previously reported events are included in this follow-up record. Product return status: 22 devices were received. 11 devices were not available for evaluation.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale. 33 previously reported events are included in this follow-up record. Product return status: 19 devices were received. 4 devices were not available for evaluation. 10 device investigation types have not yet been determined. Event confirmation status: 6 reported events were confirmed. 13 reported events were not confirmed. Evaluation results: 9 devices were found to be affected by corrosion. 10 devices were found to be affected by compromised lubrication. This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.   Supplemental rationale: 36 events were previously reported during the reporting quarter; however:  2 previously reported events in this report should have been included under MFR report # 0001811755-2020-01051.   6 events were reported in error. 5 events were inadvertently excluded. 33 reported events are included in this follow-up record.

Event description:
This report summarizes malfunction events in which the device reportedly overheated. 31 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 33 previously reported events are included in this follow-up record. Product return status 21 devices were received. 4 devices were not available for evaluation. 8 device investigation types have not yet been determined. Event confirmation status 7 reported events were confirmed. 14 reported events were not confirmed. Evaluation results 12 devices were found to be affected by compromised lubrication. 9 devices were found to be affected by corrosion.

Event description:
This report summarizes 33 malfunction events in which the device reportedly overheated. 30 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 2 events had patient involvement; no patient impact.